Event description:
The complainant reported a (B)(6) male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During support, an access site bleed developed that prompted a blood transfusion. After removal of the device, an infection occurred at the impella access site prompting debridement as intervention.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.